Manufacturer narrative:
The reported events of high intraocular pressure and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after implanting xen®45 gts, the unknown eye did not received adequate iop lowering. The physician performed a transcleral cpc on the same eye a few months after the xen procedure. Upon follow up after the procedure the physician noticed the xen had completely migrated into the anterior chamber. The device has been explanted and the event has been resolved.